Event description:
The cath was placed for dialysis via the subclavian vein. After 39 days, the cath broke in area around bifurcation point. The heparin lock was done 3 times/1 week. Removed and replaced. No further effect was seen on the pt.